Event description:
Shock wave catheter inserted, and multiple treatments delivered. Physician and scrub tech noticed something didn't feel right with the catheter and it was removed from patient. Upon inspection, scrub tech noticed the outer covering had separated from the catheter. All parts of the catheter retained along with packaging. No effects to the patient.